Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch delica lancing device had threads stripped or damaged. This complaint was classified based on customer care advocate (cca) documentation. The patient reported that the device issue occurred on (B)(6) 2015 at 08:00am. The patient detailed that she manages her diabetes by self-adjusting his insulin doses and stated that on (B)(6) she consumed less food or drink in response to the alleged issue. The patient claimed that on (B)(6) 2015 at 09:00am, after the alleged device issue, she developed a symptom of feeling ¿dizzy¿ and claimed that she was treated with 14 units of insulin by a healthcare professional (hcp) in an emergency room (ER). During troubleshooting the cca noted that there was no apparent misuse of the product and the patient had been using the correct lancets. Replacement products were sent to the patient. This complaint is being reported because the patient was treated by a healthcare professional for a blood glucose excursion after the alleged device issue occurred.